Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed and tried to reboot, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) conducted a visual inspection combined with hardware testing, which revealed that the white retractor band connected to the pyxis module board was loose and partially connected. The fse properly reconnected the retractor band, after which the hardware error was no longer present. A final test was conducted using the hardware test application and the results passed successfully. The system functioned as intended after the field service engineer repaired the device.